Manufacturer narrative:
Per data log review: the complaint indicated that a large roller pump reported a pump under speed event on (B)(6) 2022. The log naming conventions indicated in the log were exported on (B)(6) 2022. The logs all indicate that the logs were exported on (B)(6) 2022. On (B)(6) 2022 (based on the pump's logs), all five large roller pumps had events suggesting release testing was performed. All five pumps had 'underspeed head < demand', 'belt slip jam status = true', underspeed (belt slip), and overspeed head > demand events. Underspeed would have been displayed, but it is not necessarily an error. The field service representative (fsr) verified the reported complaint. He checked and cleaned both the encoder wheels, exercised all cable connections, visually inspected for any abnormalities, and replaced the pump module and still could not correct the issue. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'pump under speed' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed an 'underspeed' message on the roller pump local display upon startup. The message was a direct result of the ball bearing that was leaking grease and had fouled the encoder ring. The unit did not operate as intended. The service repair technician (srt) also observed the unit had leaked grease onto the motor encoder assembly causing it to not function properly. The main bearing was replaced and the internals were cleaned which corrected the issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.